Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Partial resorption of the greater tuberosity (very moderate, between the tray and the stem). Patient ID: (B)(6).